Event description:
It was reported that this right ventricular (rv) lead exhibited consistently high shock impedance measurements over the past 6 months. An alert was generated for an out-of-range measurement greater than 200 ohms. Additionally, stored electrograms showed noise and oversensing. A boston scientific technical services consultant reviewed the lead data which was suggestive of calcification and/or mineralization on the coil. A revision procedure was performed, and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is no approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.